Manufacturer narrative:
Initial reported address 1: (B)(6).

Event description:
It was reported a pericardial effusion with tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device and delivery system and watchman access system were used. The closure device was deployed and upon deployment, a pericardial effusion was noted from the transesophageal echocardiogram (tee). The patient became unstable with cardiac tamponade and a pericardiocentesis was performed where almost all of the pericardial fluid was drained. The patient then became stable. The device met the release criteria and was released. They removed the delivery system and access system from the left atrium. The heparin was reversed, and thrombus formed in the pericardiocentesis catheter in the right atrium, which limited residual draining. The patient then became hemodynamically unstable. The pericardiocentesis catheter was changed for a larger one and more fluid was drained. The patient then became stable again. After approximately one hour, the patient became unstable and again experienced cardiac tamponade. The patient was taken to surgery for a thoracotomy. During surgery, it is noted there was a perforation located near the ostium of the laa close to the atrioventricular (av) groove. The perforation was repaired and the laa was closed. The closure device remained in place. The patient was taken to the intensive care unit and eventually passed away one day post procedure. The cause of death was noted to be multisystemic failure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported a pericardial effusion with tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device and delivery system and watchman access system were used. The closure device was deployed and upon deployment, a pericardial effusion was noted from the transesophageal echocardiogram (tee). The patient became unstable with cardiac tamponade and a pericardiocentesis was performed where almost all of the pericardial fluid was drained. The patient then became stable. The device met the release criteria and was released. They removed the delivery system and access system from the left atrium. The heparin was reversed, and thrombus formed in the pericardiocentesis catheter in the right atrium, which limited residual draining. The patient then became hemodynamically unstable. The pericardiocentesis catheter was changed for a larger one and more fluid was drained. The patient then became stable again. After approximately one hour, the patient became unstable and again experienced cardiac tamponade. The patient was taken to surgery for a thoracotomy. During surgery, it is noted there was a perforation located near the ostium of the laa close to the atrioventricular (av) groove. The perforation was repaired and the laa was closed. The closure device remained in place. The patient was taken to the intensive care unit and eventually passed away one day post procedure. The cause of death was noted to be multisystemic failure.